Manufacturer narrative:
An event regarding elevated ion levels (cobalt) involving a trident shell was reported. Through the investigation it was determined that the shell was malpositioned. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty potentially contributing to corrosion effects in the taper junction with marginal or absent adverse clinical effects." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded "cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty potentially contributing to corrosion effects in the taper junction with marginal or absent adverse clinical effects". There was no evidence of a device related issue. Additional information, including operative reports, progress notes, pathology reports and serial x-rays are however needed to fully investigate the event. No further investigation is required. If further information becomes available this investigation will be re-opened. Remains implanted.

Event description:
The customer (B)(6) reported that the patient underwent a scheduled revision of a femoral head and acetabular liner for the left hip on (B)(6) 2015 at (B)(6) hospital. The customer reported that some black coloured debris was seen within the femoral head when removed from the stem taper and some debris was on the taper as well. The customer reported that the surgeon was concerned about the taper wear from the femoral head. The patient's blood cobalt levels were reported to be slightly raised with a value of 35nmol/l in (B)(6) 2015. The date of the primary implant was given as (B)(6) 2012.